Event description:
During a mitra clip procedure, after transseptal puncture a pericardial effusion occurred located close to the aorta requiring drainage and surgery. The pericardial effusion was diagnosed with an echocardiogram after the patient became hypotensive. The pericardial effusion was drained and the patient was transferred to the operating room before completing the procedure. The patient is now stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
**UDI related data quality updates only** model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4), model number(d4), catalog number(d4), and 510k(g3) are not available.